Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that they had low blood glucose of 32 mg/dl one morning. The customer indicated that her basal rates may possibly be too high. Customer declined troubleshooting.